Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed npi 8300 error code 571.6241. Technical support: oridion module: customer would like to send in for warranty repair. Transferred customer to repair department for further assistance. Technical support case will now be closed. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: no product returned.

Event description:
It was reported that the 8300 device received channel error code 571.6241. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the 8300 device received channel error code 571.6241. There was no patient involvement.